Event description:
It was reported that during a lap chole procedure, the jaws locked shut. The device was not locked on tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.